Manufacturer narrative:
Further assessment of the event indicated that the information submitted in the previous regulatory report was incorrect. There were no surgeries for this patient and hence this event should not have been reported for a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were still having major problems with their device, would strongly recommended not using the manufacturer¿s product, and couldn¿t get a real person to talk to.

Manufacturer narrative:
Date of event was reported as (B)(6) 2014.

Event description:
It was reported that the patient had been having horrible pain in the head and neck and she had gone to 3 different healthcare providers (hcp) that thought the pain stimulation therapy was causing the pain. The patient had an hcp appointment in two weeks and they were going to contact a manufacturing representative (rep) to check the device. It was later reported that she was having a lot of problems with therapy. No interventions or outcome were reported regarding this event. Additional information received from the patient on (B)(6) 2016 reported that their spinal cord stimulator (scs) system was causing a lot of problems. She wanted a manufacturing representative (rep) to take a look at it and was having trouble finding a healthcare provider (hcp). Further information received from the patient on (B)(6) 2017 reported that they wish they could say their implantable neurostimulator (ins) helped them but they had over 7 different surgeries with 2 different doctors and they could still not get it adjusted the way it needed to be. The patient was no longer seeing either doctor. They still had the device in their back ¿not doing anything¿. The issue had been going on since 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.